Event description:
Per the surgeon, the device was explanted on (B)(6) 2018, due to the patient developing a cholesteatoma around the implant. The patient was reimplanted with another cochlear device during the same surgery.